Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot:(B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient's stimulation had changed since he fell. Migration of the left lead and high impedances on multiple contacts were observed. The physician decided to revise and during the procedure noticed that the lead was damaged. The physician did not believe that the cables were exposed. The lead was replaced and the patient is doing fine.

Manufacturer narrative:
(B)(4). A returned product analysis on lead (s/n (B)(4)) was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection revealed that two cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The complaint of the lead having exposed cables has been confirmed. Visual inspection showed that the lead was sheared approximately 25 cm from distal end and cables are exposed. Review of the device history record revealed no anomalies when the lead was manufactured.

Event description:
A report was received that the patient's stimulation had changed since he fell. Migration of the left lead and high impedances on multiple contacts were observed. The physician decided to revise and during the procedure noticed that the lead was damaged. The physician did not believe that the cables were exposed. The lead was replaced and the patient is doing fine.